Manufacturer narrative:
This follow-up report is being submitted to relay additional information.updated: b4, g3, g6, h2, h3, h6, and h10.reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03898. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the tibial tray was implanted and the locking bar was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty, there were difficulties sliding the locking bar into the tibial insert. The locking bar fractured. No adverse events have been reported as a result of the malfunction.